Event description:
Customer reported, the automatic exposure control was not working.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors and the image processor board. System operates as intended.